Event description:
Patient reported left side exchange with no complaints against the device. Patient later reported deflation. Healthcare professional reported deflation. Healthcare professional later reported "valve delaminated from shell." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation, delamination and valve leak and/or damage: observed, total delamination assessed as adhesive failure. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side exchange with no complaints against the device. Patient later reported deflation. Healthcare professional reported deflation. Healthcare professional later reported "valve delaminated from shell." The device has been explanted and replaced.

Event description:
Patient reported left side exchange with no complaints against the device. Patient later reported deflation. Healthcare professional reported deflation. Healthcare professional later reported "valve delaminated from shell." The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and delamination.